Manufacturer narrative:
.

Event description:
The international service technician reported the touch screen response was poor. There was no patient involvement.

Manufacturer narrative:
Device evaluation: touch screen assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed in the manufacturing failure investigation lab v60 test ventilator in an attempt to duplicate the reported problem. Resolution and disposition: the touch screen assembly was tested and no failures were identified.